Manufacturer narrative:
Info was received from a foreign consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain. The pt has reportedly experienced incontinence problems as well as a ligament tear post surgery. Treatment has included an injection and pain relief medication.